Event description:
It was reported that prior to using bd preset¿ eclipse¿, there was foreign matter found in fourteen (14) devices. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: material #: (B)(4) lot/batch #: 3044219 bd received 1 sample and 1 photo for investigation. The sample and photo were evaluated and the customer¿s indicated failure mode for foreign matter was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.